Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the no foam bottle leak from the y fitting on the side of the bottle. No injury or exposure was reported.

Manufacturer narrative:
A bci field service engineer (fse) replaced the no foam y-fitting and cleaned up no-foam spill.